Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that pt experienced irritation (red, raised rash and blistering) from the sensor adhesive patch on the last four sensors. Pt's parents consulted with pt's physician, who advised the use of oral benadryl and topical cortisone, which cleared the rash a few days after sensor removal. Physician did not recommend discontinuing use of sensors. Pt's mother stated that pt did not experience any pain or discomfort at the sensor insertion site, only under the adhesive. Pt also did not have symptoms of infection or fluid exuding from the site. Pt had a rash at the time of his mother's call to dexcom technical support. This is MDR 2 of 4 for the complaint. See mdrs #3004753838-2011-00119, -00121, and -00122 for reports 1, 3, and 4 of 4, respectively.